Event description:
A balloon ruptured on the first inflation during an iliac angioplasty via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 1cm longitudinal tear in the proximal portion of the dilatation zone as well as a 1mm chevron shaped tear over the distal ro marker. This device displayed characteristics consistent with overpressurization, a longitundinal tear. Therefore, co does not attribute this event to the device. F11 - date MFR initially forwarded report to FDA.